Manufacturer narrative:
(B)(4).

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and then a watchman® laa closure device & delivery system (wds) was advanced. The closure device was deployed and released successfully. The was and wds were removed. While examining the was on the back table post procedure, a small ¿string¿ was observed protruding from the was, appearing attached inside. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was) with a dilator loaded in the sheath, and a watchman delivery system (wds). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 44 mm from the tip, and tip damage (misshapen/delamination). The reported ¿string¿, is part of the delaminated inner lining, and was attached to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and then a watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and released successfully. The was and wds were removed. While examining the was on the back table post procedure, a small ¿string¿ was observed protruding from the was, appearing attached inside. There were no patient complications reported and the patient was fine.